Manufacturer narrative:
(B)(4). Additional concomitant medical products: nexgen articular surface, catalog #: 00596403210, lot #: unknown. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised after a knee arthroplasty procedure due to address medial collapse. No additional patient consequences were reported.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Radiographs were reviewed and confirmed there was prominent sclerosis with the tibial plateau inferior to the medial tibial tray and cement consistent with a stress fracture. The bone appears to be osteopenic. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on 0002648920-2018-00639.